Event description:
It was reported that the exact cause was unknown. The first report the healthcare provider (hcp) heard of an event was on (B)(6) 2011 and the patient said the battery "did not work." The hcp was unable to interrogate and the manufacturer's representative attempted to trickle charge the battery. The patient was given instructions and programming at his post operative visit and the hcp had not heard of any problems with the battery since that time. The manufacturer's representative tried immediately to do a hard reset over the telephone on (B)(6) 2011 when first notified. The manufacturer's representative then met with the patient at the hcp office on (B)(6) 2011 and attempted to gain some charge overnight. The patient called on (B)(6) 2011 to let the hcp know that the device was not working. The manufacturer's representative then called the patient and attempted instructions over the phone. The manufacturer's representative would meet with the patient on (B)(6) 2011. The patient reported he also quit all his pain medication just before reporting the battery did not work. Signs and symptoms associated with the event included pain at the post thoracotomy site. The patient did not require hospitalization due to the event and there was no injury. The chart notes indicated a lot of inconsistency from the patient regarding "never" working. The hcp was attempting to get reports from the referring hcp to see if they were ever aware of any issues. Additional information received reported that testing could not be done on the implantable neurostimulator (ins) since the ins was not responding. The ins also failed to respond to trickle charging. The patient had not recharged the battery for quite a long time. The patient would be getting a new ins in the "near future." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3888, lot # v433245, implanted: unk, explanted: unk; lead model 3888, lot # v433245, implanted: unk, explanted: unk; extension model 3708220, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; accessory antenna patient programmer model 37092, lot # 240620002, implanted: na, explanted: na; patient programmer model 37743, serial # (B)(4), implanted: na, explanted: na; recharger model 37752, serial # (B)(4), implanted: na, explanted: na.